Event description:
The user alleges that they had an incident with a steri-cath closed vent system where a portion of the tube was found in the pt's mainstem bronchus 3 to 4 days after an operation. The portion of the tube was removed using biopsy forceps under guidance of bronchoscopy. The piece recovered was reportedly two inches long.